Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer attempted a correction bolus via the pump to address the elevated bg level. Customer changed pump supplies to address the issue.